Event description:
It was reported that upon implant, the aveir leadless pacemaker (lp) failed to be interrogated. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was discharged without noted complications.

Manufacturer narrative:
The reported event of no conductive telemetry was not confirmed. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.